Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (ra) lead was part of a system involved in an infection. There were no additional adverse patient effects reported. All available information indicates that the ra lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (ra) lead was part of a system involved in an infection. There were no additional adverse patient effects reported. All available information indicates that the ra lead remains in service. Additional information indicated that this right atrial (ra) lead was removed successfully due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.